Manufacturer narrative:
(B)(4) - clogged drain. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent an aurinasal thyroid gland operation on an unknown date and a drain was inserted. Three days later, it was noted that the reservoir was not expanding. Upon further inspection it was noted that the drain was clogged. There were no adverse patient consequences.